Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting a no delivery for the past few days. The customer's blood glucose level during the incident was 439 mg/dl. Troubleshooting was performed and insulin exited without incident. The cannula was not bent. The customer also reported that they had a high blood glucose level that was over 600 mg/dl. The customer treated the high blood glucose with the insulin pump. The insulin pump passed the no delivery test. The customer reported the event was resolved by changing the complete infusion set and reservoir. The product will return for analysis.